Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker-dependent patient experienced a syncopal episode during a left ventricular auto-threshold test (lvat). Boston scientific technical services was contacted and it was discussed that the backup right ventricular (rv) pacing output delivered during the lvat was too low for this patient. It was recommended to use the auto-threshold feature to prevent syncope during lvat in the future. The physician reprogrammed the device to resolve the event. At this time, the device remains in-service and no additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker-dependent patient experienced a syncopal episode during a left ventricular auto-threshold test (lvat). Boston scientific technical services was contacted and it was discussed that the backup right ventricular (rv) pacing output delivered during the lvat was too low for this patient. It was recommended to use the auto-threshold feature to prevent syncope during lvat in the future. At this time, the device remains in-service and no additional adverse patient consequences were reported.